Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "severe pain breasts radiating to the armpits", "extreme fatigue and exhaustion", "hardening and tension in breasts", "pain at rest with burning sensation, with movement or exertion significantly increased intensity". "Rupture of my implants", "textured implants". Healthcare professional reported later "suspected implant defect, edge rupture and pain". This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "severe pain breasts radiating to the armpits", "extreme fatigue and exhaustion", "hardening and tension in breasts", "pain at rest with burning sensation, with movement or exertion significantly increased intensity". "Rupture of my implants", "textured implants". This record is for the unknown -side. Device remains implanted.